Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported to integra that on (B)(6) 2018, a c3601 cusa excel tubing set had a stain on the tube upon inspection. Additional information received on 28feb2018 indicating that the product was not in contact with patient as the problem was found before using it. No health problem was caused by the defective product.

Manufacturer narrative:
There was no lot number reported as part of this complaint thus no device history record (DHR) review performed. The returned unit was received in a polybag without the original package and was visually inspected under microscope and a magnifier light lamp.the tubing pump was observed to be damaged. The reported condition ¿stain on the tube¿ instead of stain, appears to be a tubing damaged or a scratch. A damaged tubing was confirmed in the tubing pump section. This type of damage is easily detectable during the tubing pump inspection assembly and in the different inspections levels of the manufacturing and packaging processes of cusa manifold tubing product. The root causes for the reported condition is undetermined because the unit was opened and not in its original packaging, therefore it is unknown when the damage or scratch occurs.